Manufacturer narrative:
Additional information was received with the cardiac autopsy results where the valve showed to be in good position with no issues. No evidence of pulmonary embolism was reported. A 70% left main lesion was noted, which did not cause a myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, after the valve was implanted successfully without issue, hypotensive episodes occurred while temporary pacing was provided. A transthoracic echocardiogram (tte) was performed during the hypotensive episode and two subsequent transesophageal echocardiograms (tee) showed no problem with the valve and no pericardial effusion or tamponade. No vascular bleeding was observed. Approximately three hours later, the patient arrested with pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was initiated with a full code protocol, however, the patient expired. The physician suspected the death could be due to a pulmonary embolism.